Event description:
It was reported that the patient had the artificial urinary sphincter removed for unspecified reasons. A new artificial urinary sphincter was implanted several weeks later. The patient was stable. Additional information received indicated the device was removed due to recurring incontinence.